Event description:
Procedure type: unknown, according to the reporter: after firing the stapler would not release from the staple line creating an anastomotic leak and a tear in the staple line. Surgeon sutured the leak to complete the procedure. Current patient status is well. No reported delay to operating time, tissue loss or bleeding. No patient injury was reported.